Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section e1. Initial reporter phone (B)(6). A non-sterile og tdl cmplx frame coil 8x30 was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. The coil was returned inside the introducer. The device was inspected under microscopic magnification, and it was found that the embolic coil was attached to the delivery system, and one kinked condition was noted on it. A dimensional analysis was performed, introducer outer diameter (od) and the distal inner diameter (ID) were confirmed to be within specification. The issue regarding a coil being impeded in introducer sheath was confirmed during the analysis. The kinked condition noted on the embolic coil is considered to be secondary to the impeded condition encountered during the procedure where force may have been inadvertently applied to the device in an attempt to overcome the friction with the introducer. Factors not described in the event description, such as inadequate flush, may have contributed to the issue encountered during the procedure; however, this cannot be conclusively determined. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 31081161 number, and no non-conformances related to the malfunction were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization to the posterior communicating artery, an 8x30 orbit galaxy coil (640cr0830, 31081161) became was impeded in introducer sheath and could not be pushed into microcatheter (other brand). The physician filled the aneurysm with a new coil, a 3x8 orbit galaxy xtrasoft coil (640cx0308, 31270225), it was found that the shape was not ideal (no further clarification was available). The physician started to retract the coil for adjusting, but the coil could not be retracted to the introducer sheath. Then, a new coil, 6x20 orbit galaxy (640cf0620, 31359780) was used to fill the aneurysm, but the same issue as the previous coil was encountered, which cannot be retracted into the introducer sheath. The doctor switched to non j&j coils to complete the surgery. The non j&j microcatheter was not replaced. The procedure was prolonged about 15 minutes. No patient injury was reported. Additional event information received on 20-dec-2024 indicated that poor conformability led to the re-sheathing of the coils. The coil introducer was cracked, no coil protrusion from introducer. The coils were not positioned at a relative sharp angle to the microcatheter. Based on the product analysis of the 8x30 orbit galaxy coil (640cr0830, 31081161), the embolic coil was found kinked.